Manufacturer narrative:
Correction to d4 primary unique device identification (UDI) number: (B)(4) (inadvertently left out of the initial submission).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. There was no deviation in reprocessing noted where the residue remained and no physical damage. A definitive root cause was not determined. The event can be detected/prevented by the following instructions for use which state instructions for gif/cf/pcf-190 series operation manual chapter 3, ¿preparation and inspection¿ describes how to detect them. Instructions for gif/cf/pcf-190 series reprocessing manual chapter 5, ¿reprocessing the endoscope¿ describes how to prevent them. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited foreign material in the adhesive on the bending section cover as well as white foreign material inside of the jet tube. There were no reports of patient involvement.